Event description:
The reporter stated a single piece collamer lens, model number cc4204bf was torn. Patient contact; no patient injury. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.